Manufacturer narrative:
Device is a combination product.

Event description:
Promus premier china clinical study it was reported that patient experience unstable angina. In (B)(6) 2019, the patient presented with unstable angina and index procedure was performed. The target lesion was located in the mid right coronary artery (rca) extending into the distal rca with 100% stenosis and was 58 mm long, with a reference vessel diameter of 3.0mm. Target lesion was treated with pre-dilatation and placement of two 3.0 x 32 mm promus premier stents. Following post dilatation, residual stenosis was 0%. Ten days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2019, the patient developed unstable angia pectoris and was hospitalized for further evaluation on the same day. The event was not treated medically. Six days later, the event was considered to be resolved and the patient was discharged on the same day. It was further reported that on (B)(6) 2019, the event was treated medically and the patient was discharged home on the same day on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that patient experience unstable angina. In (B)(6) 2019, the patient presented with unstable angina and index procedure was performed. The target lesion was located in the mid right coronary artery (rca) extending into the distal rca with 100% stenosis and was 58 mm long, with a reference vessel diameter of 3.0 mm. Target lesion was treated with pre-dilatation and placement of two 3.0 x 32 mm promus premier stents. Following post dilatation, residual stenosis was 0%. Ten days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2019, the patient developed unstable angia pectoris and was hospitalized for further evaluation on the same day. The event was not treated medically. Six days later, the event was considered to be resolved and the patient was discharged on the same day.